Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively while setting up equipment and delayed the surgery by less than one hour. It was reported that the system was giving an axiem error in the details page. The em interface was brought up and there was one flt being thrown. The surgery was completed without navigation and there was no impact on patient outcome.

Manufacturer narrative:
The field generator was returned to the manufacturer for analysis. Analysis found that the reported problem was confirmed. The field generator axiem box reported a communication error wen connected to a known good system. The eminterface showed a fault on coil five. Analysis found that the reported event was related to an electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.